Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump, leading to the inability to charge the pump and its subsequent shutdown. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Corrective actions were taken via manual insulin therapy. The customer reverted to an alternative method of insulin therapy.